Manufacturer narrative:
D10 ¿ product received on: 03oct2019. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. One used and four unopened devices returned from the facility were investigated. No biological matter or surface damage was noted any of the devices. The distance between the cap and hub was measured within specification for all devices. All devices passed the tug and twist test for flare security within the cap. The used device leaked at the distal end of the cap, but the unopened devices did not leak at all. All relevant dimensions such as catheter outer diameter and connector cap inner diameter for the used device were found to be within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record showed one related nonconformance, but all nonconforming product was scrapped and quality control procedures were performed on all devices in the lot. A database search revealed no other complaints from other facilities using this lot number at the time of this investigation. There is no evidence that nonconforming product exists in house or in the field. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: event description: additional information was provided on 09oct2019. As reported, the operator replaced the device with a similar device and successfully completed the procedure. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a right axilla drainage procedure. After placement, the operator found "leaking air / fluid when aspirating." As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This file was reopened to address a gap identified in the original investigation related to a calibration failure of a torque driver. The below text contains the new information incorporated into the previously submitted findings. The new information did not affect the investigation conclusion. Investigation / evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. One used and four unopened devices returned from the facility were investigated. No biological matter or surface damage was noted any of the devices. The distance between the cap and hub was measured within specification for all devices. All devices passed the tug and twist test for flare security within the cap. The used device leaked at the distal end of the cap, but the unopened devices did not leak at all. All relevant dimensions such as catheter outer diameter and connector cap inner diameter for the used device were found to be within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record showed one related nonconformance, but all nonconforming product was scrapped and quality control procedures were performed on all devices in the lot. A database search revealed no other complaints from other facilities using this lot number at the time of this investigation. There is no evidence that nonconforming product exists in house or in the field. As part of CAPA investigation activities, this file was reopened for further investigation. It was discovered the complaint lot was manufactured with a torque driver that later failed calibration. An investigation was opened to address this torque driver calibration issue. Test samples were made using the out-of-tolerance (oot) setting and passed leakage and tensile testing. The occurrence rate of complaint devices made using the oot setting was found to be lower than the occurrence of other mac-loc catheters. Based on this information, this torque driver calibration issue likely did not contribute to the device failure and containment related to the oot calibration is not required. A CAPA was previously opened to address torque driver calibration and implemented corrective actions. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.